Event description:
It was reported to philips that the device fails its co2 checks/calibrations. The bench technician evaluated device and confirmed the co2 failure. The device needs a co2 module. Upon conclusion of the evaluation, it was determined that the co2 module requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails its co2 checks/calibrations. There was no patient involvement.